Manufacturer narrative:
The serial number and model number provided in the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer is deceased. It was stated that the cause of death was a heart attack. Customer past away at the hospital; customer was hospitalized on that same day. Customer's spouse stated that the customer was sick vomiting over the weekend prior to the event. He did not have any other diabetes complications diagnosis. Blood glucose value at the time of death was over 600 mg/dl. The customer was wearing the insulin pump at the time of death. Device was removed by the hospital staff. Sensor was not in use. Nothing further reported.